Event description:
It was reported that the patient presented in clinic for a pacemaker system implant procedure on (B)(6) 2022. It was noted that the right ventricular lead was repositioned by the physician due to poor r-wave sensing. The patient then had a decrease in blood pressure, due to pericardial effusion. It was suspected this was due to the repositioning. Ultrasound was preformed to confirm the effusion. A pericardial drain was placed to address the problem. The lead was implanted. The patient was in stable condition.